Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that intermittent cartridge alarms (cartridge alarm 19) occurred with multiple cartridges during the load sequence. There was no impact to the customer's blood glucose (bg) level. Reportedly, the customer loaded a new cartridge successfully and resumed insulin delivery.